Event description:
On (B)(6) - one day s/p right intra-articular injection of synvisc one, patient reported continued pain with "knot" at the knee. Recommended rest, ice, and otc pain medications (tylenol/ibuprofen). On (B)(6) - two days s/p right intra-articular injection of synvisc one, patient reports worsening symptoms swelling and warmth to knee. Follow up visit scheduled at clinic. Md noted markedly antalgic gait, large effusion, and mild warmth of right knee. The 85 ml of cloudy fluid aspirated and patient received injection of 3ml of 1 percent lidocaine / 80 mg of methylprednisolone. On (B)(6) - patient reports improved symptoms, (B)(6) - follow up visit. Patient improved with plans to proceed with right total knee arthroplasty. Therapy start date: (B)(6) 2017. Diagnosis or reason for use: primary osteoarthritis of knee.